Manufacturer narrative:
A field service engineer (fse) provided the customer with troubleshooting assistance via telephone. The fse guided the customer to check the drain tubing at the bottom of the needle cartridge and according to the customer, the tubing was crimped. The customer was able to cut the tubing, removing the crimped part and reattached the tubing. The fse also followed up with the customer, who indicated the leak was considered resolved; however, the customer called back on (B)(6) 2015, reporting the leak had recurred. The fse visited the account and confirmed an overflow from the piercing needle; valve vl22 was sluggish (sticking) when opening and closing. The valve actuator for valve vl22 was replaced, resolving the leak. (B)(6).

Event description:
The customer reported a bloody fluid leak from a coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls. This report refers to the event that occurred on the date of event. Refer to MDR 1061932-2015-01568 for the event that took place (B)(6) 2015.